Event description:
It was reported that the right atrial (ra) lead exhibited noise, low impedance and a fracture. X-rays were taken and the ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted on: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.